Manufacturer narrative:
(B)(4). CAPA: the events of implant site haematoma, burning sensation, vascular occlusion, implant site pallor, implant site discolouration, poor peripheral circulation and implant site necrosis are expected. No corrective or preventive action will be initiated. Manufacturer narrative: there are no increased trends of medical complaints for the reported lot number s2153420002. Pharmacovigilance comment: serious, expected events of vascular occlusion, implant site necrosis, and the non-serious, expected events of implant site haematoma, burning sensation, implant site pallor, implant site discolouration and poor peripheral circulation were considered possibly related to both treatments. Serious criteria included the need for multiple medical interventions in order to prevent permanent damage. The event of poor peripheral circulation is most likely associated with the vascular occlusion. Potential contributory factors to the events include injection technique. The patient outcome is unknown but further information will be sought. This case meets the criteria of seriousness and causality for expedited reporting to the regulatory authorities.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 24-jun-2017 by a physician which refers to a female patient aged (B)(6). This narrative also contains follow-up information received on 26-jun-2017 and 27-jun-2017. The patient had no medical history or concomitant medication. No information was provided about history of allergies or previous filler treatments. On (B)(6) 2017, the patient received treatment with 1 ml of emervel deep lidocaine (lot s2153420002) on the nasogenian sulcus and mentolabial sulcus, deeply using a needle. The patient also received treatment with restylane perlane lidocaine (lot no. Not valid), superficially on the nasogenian sulcus, mentolabial sulcus, nasojugal sulcus and contour of the lips using a needle. Around 4-6 hours after the two treatments, the patient experienced a haematoma(implant site haematoma), burning (burning sensation), signs of vascular distress(vascular occlusion), areas of skin paleness(implant site pallor) and violet coloration area with slow capillary filling (implant site discolouration)(poor peripheral circulation) on the treated areas (nasogenian sulcus, mentolabial sulcus, nasojugal sulcus and contour of the lips). On (B)(6) 2017, the patient received corrective treatments with aspirin [acetylsalicylic acid], 1 tablet of 500mg a day, intramuscular diprospan (betamethasone dipropionate + betamethasone disodium phosphate) [betamethasone sodium phosphate][betamethasone dipropionate], local massage (every two hours) and warm compresses. The patient was also started on predsin [dexamethasone][prednisolone], 20mg twice a day. On the same day, after the evaluation of the patient, the physician reported that there was still a poor perfusion in the affected area. The patient was scheduled to meet the reporting physician for an evaluation and oto-xilodase (hyaluronidase, lidocaine hydrochloride and neomycin sulfate) on (B)(6) 2017. However, the reporter did also report that the product was not sterile and there was a potential risk of allergy, which should has been considered. On an unknown date, the hyaluronidase [hyaluronidase] treatment was performed, with a slow and progressive improvement. On (B)(6) 2017, the patient experienced necrosis area in nose loop/onset of necrosis on the application site(implant site necrosis) and improvement of the vascular event in the adjacent area. At the time of the report, the outcome for all the reported events was unknown. Tracking list: version 1. Fu received on 28-jun-2017: the reporting physician provided updated patient photos.